Manufacturer narrative:
No patient information provided as no patient was involved in this concern.) The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, the surface color on the returned probe was wearing off. Otherwise, with markers attached and fully seated, the probe displays a high geometry error and a good divot error. The support arm for marker #4 is slightly bent causing the high geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that new passive planar was sent to the site defective.